Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture baker grade unknown, seroma - late, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, seroma-late, lymphadenopathy.

Event description:
Healthcare professional reported left side "fluid", capsular contracture baker grade unknown, rupture, "reactive lymph node" and "undulations". The device remains implanted.